Event description:
Device 2 of 2: reference MFR report #: 1627487-2018-12176. Additional meaningful information received indicated that the scs system was explanted.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12176. It was reported surgical intervention is pending, wherein the scs system will be explanted. Reportedly, the reason for the explant was unknown. Device information for lead is unknown at this time. Additional devices may be added at a later date based on available information.